Manufacturer narrative:
. New information received stated that the intraocular lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that a patient is experiencing symptoms of positive dysphotopsia and finds the symptoms unbearable since having an intraocular lens implanted in the right eye. The iol is scheduled to be explanted in (B)(6) 2014. A date of event is left blank as the event has been ongoing since the iol was implanted and the explant has not yet taken place. This report for the right eye. A separate report is filed for the left eye.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.